Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a new lead on (B)(6) 2011. It was reported the stimulation was in the pt's buttocks, and not in the back where it was needed. On (B)(6) 2011, the physician performed a procedure and disconnected the lead from the ipg. The physician covered the end of the lead and left it in place. The physician implanted four new scs leads and two scs extensions. It was reported the pt was receiving effective stimulation with this procedure.